Manufacturer narrative:
D4 and h4 serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where multiple stations were on critical override. A technical support specialist (tss) provided findings from the device application server side. The customer reported that devices were communicating slowly with the server and intermittently dropping out of health sight viewer (hsv), displaying critical override (co) and device not communicating messages. The tss dialed into the devices and restarted data synchronization, which resolved the device communication issue and cleared the co status. The tss then rebooted the server, however this did not resolve the issue. The tss again dialed into the devices and restarted data synchronization. Further, the tss confirmed that the device communication issue had been resolved and recommended verifying the device status again via hsv. The tss noted that 10 devices remain in critical override mode, which had been manually enabled earlier, and advised that these overrides should be turned off if they are no longer required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was in critical override status. The customer stated that the station had experienced a power outage, and after coming back online, it displayed a device critical override message. The customer also mentioned that the station was not crossing over to the server. He attempted to reboot the station however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.